Event description:
Pt implanted in the upper vermilion border in 1998. Onset of infection and implant visible 3/9/1999. Implant revised and pt treated with keflex and lortab 2/15/1999. Pt treated with cipro and the implant explanted in 1999.